Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. The customer continued to use the pump for insulin therapy.